Event description:
A pharmacist reported to baxter (B)(4) of a dehp free sol admin set in which the set "leaked at the level of the male luer lock during the preparation of drug bag chimio." The event occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation. Visual inspection was performed and no abnormalities were observed. The set was primed with 5% glucose to test for the leak. No leak was observed from the luer lock. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information becomes available, a follow-up report will be submitted.